Event description:
A customer in (B)(6) reported a false positive sars-cov-2 and flu a result when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system sn: (B)(4). The results were suspect due to positive results generated for sars-cov-2 and flu a. Retesting of the same sample, later the same day, using thermofisher taqpath covid-19 ce-ivd kit (orf1ab, s-gen and n-gen) and on (B)(6) 2021, on another liat sn (B)(4) generated negative results. The flu a results were confirmed negative using flow system ldt-test on the same sample and the liat sn (B)(4). The sample was collected using a nasopharyngeal flocked swab with viral preservative medium (vpm) of bd ref: 8110111. There were no known interferants present in the sample. The samples are stored in the refrigerator. An investigation to evaluate the customer issue is ongoing. A follow-up report will be filed upon the completion of the investigation.

Manufacturer narrative:
An investigation to evaluate the customer issue is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available between april - june 2021. Consignees have been notified. (B)(4).